Event description:
It was reported that pump displayed malfunction alarm code 9 and customer experienced high blood glucose, with a recorded value of 16.0 mmol/l. Customer checked blood glucose (bg) with glucometer, gave correction insulin to resolve bg. Technical support guided customer through resetting pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump and to call back if malfunction alarm appeared again.